Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn/blisters [burns second degree] , mild scarring [scar] , didn't check until it started feeling bad/she put the heatwrap directly on her skin and did light housework and sat down/she read the usage instructions on thermacare before you used the product [intentional device misuse]. Case narrative:this is a spontaneous report for a contactable consumer. This 69-year-old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number t34850, expiration date jul2020, upc number: 0573301724, from an unspecified date at unknown frequency for alleviate pain in hip. Medical history included high blood pressure, high cholesterol, atrial fibrillation (afib). Concomitant medications included medications for high blood pressure, high cholesterol. Consumer received a phone call regarding the recall on thermacare heatwraps and she had 2 boxes of the multi purpose heatwraps with 4 in each box. The product information was provided from the boxes she recently purchased. Consumer was burnt by one about 2 years ago (fall 2016) and it was a bad burn from the same type that she recently purchased. She did not seek medical attention and treated it herself with neosporin and gauze. She recovered with lasting effects: mild scarring. She classified her skin tone as medium. She did not have sensitive skin. She did not have abnormal skin conditions. She used multipurpose version of thermacare. She used thermacare about 8 hours per day. She previously used thermacare and with no problem. She previously used other heat products (heating pads) before switching to thermacare and with no problem. She attached adhesive to body. She wore thermacare about 8 hours. She did not engage in exercise while using the product. She didn't check until it started feeling bad and that's when she saw the blisters and took it off. She read the usage instructions on thermacare before you used the product. She put the heatwrap directly on her skin and did light housework and sat down. When the area started to feel bad she checked her skin and saw the blisters and removed the heatwrap completely. She saw the blisters and used neosporin to treat them. Everything was healed in about 4-5 days and she had some scarring. She did not consult a healthcare professional for the problem. She reported no testing after the burn. The patient underwent lab data included blood pressure with high result, and cholesterol with high result. The action taken in response to the events of the product was unknown. The outcome of burn/blisters was resolved with sequal. The outcome of other events was unknown. As of 07dec2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07dec2018): new information reported from the pqc group includes: suspect product trade name and product investigation summary results. Amendment: this follow-up report is being submitted to amend previously reported information: subsume event "she put the heatwrap directly on her skin and did light housework and sat down" under "didn't check until it started feeling bad" and event was recoded to intentional device misuse use. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn/blisters/ blistered by the patch/ it hurt a lot [burns second degree] , mild scarring [scar] , didn't check until it started feeling bad/she put the heatwrap directly on her skin and did light housework and sat down/she read the usage instructions on thermacare before you used the product [intentional device misuse] , . Case narrative:this is a spontaneous report for a contactable consumer (patient). This 69-year-old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number t34850, expiration date jul2020, upc number: (B)(4), from an unspecified date at unknown frequency to alleviate pain in hip. Medical history included high blood pressure, high cholesterol, atrial fibrillation (afib). Concomitant medications included medications for high blood pressure, high cholesterol. Consumer received a phone call regarding the recall on thermacare heatwraps and she had 2 boxes of the multi purpose heatwraps with 4 in each box. The product information was provided from the boxes she recently purchased. Consumer was burnt by one about 2 years ago (fall 2016) and it was a bad burn from the same type that she recently purchased. She did not seek medical attention and treated it herself with neosporin and gauze. She recovered with lasting effects: mild scarring. It was later reported on (B)(6) 2019, that 4 years ago the patient was blistered by the patch. The patient put medicine on it for about 4 days. She did not call the doctor and it hurt a lot. She classified her skin tone as medium. She did not have sensitive skin. She did not have abnormal skin conditions. She used multipurpose version of thermacare. She used thermacare about 8 hours per day. She previously used thermacare and with no problem. She previously used other heat products (heating pads) before switching to thermacare and with no problem. She attached adhesive to body. She wore thermacare about 8 hours. She did not engage in exercise while using the product. She didn't check until it started feeling bad and that's when she saw the blisters and took it off. She read the usage instructions on thermacare before you used the product. She put the heatwrap directly on her skin and did light housework and sat down. When the area started to feel bad she checked her skin and saw the blisters and removed the heatwrap completely. She saw the blisters and used neosporin to treat them. Everything was healed in about 4-5 days and she had some scarring. She did not consult a healthcare professional for the problem. She reported no testing after the burn. The patient underwent lab data included blood pressure with high result, and cholesterol with high result. The action taken in response to the events of the product was unknown. The outcome of burn/blisters was resolved with sequal. The outcome of other events was unknown. As of 07dec2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07dec2018): new information reported from the pqc group includes: suspect product trade name and product investigation summary results. Amendment: this follow-up report is being submitted to amend previously reported information: subsume event "she put the heatwrap directly on her skin and did light housework and sat down" under "didn't check until it started feeling bad" and event was recoded to intentional device misuse use. Follow-up (26feb2019): new information reported from a contactable consumer: additional event description. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn/blisters [burns second degree] , mild scarring [scar] , didn't check until it started feeling bad [device use error] , . Case narrative:this is a spontaneous report for a contactable consumer. This 69-year-old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number t34850, expiration date jul2020, upc number: 0573301724, via an unspecified route of administration from an unspecified date at unknown dose for alleviate pain in hip. Medical history included high blood pressure, high cholesterol, atrial fibrillation (afib). Concomitant medications included medications for high blood pressure, high cholesterol. Consumer received a phone call regarding the recall on thermacare heatwraps and she had 2 boxes of the multi purpose heatwraps with 4 in each box. The product information was provided from the boxes she recently purchased. Consumer was burnt by one about 2 years ago (fall 2016) and it was a bad burn from the same type that she recently purchased. She did not seek medical attention and treated it herself with neosporin and gauze. She recovered with lasting effects: mild scarring. She classified her skin tone as medium. She did not have sensitive skin. She did not have abnormal skin conditions. She used multipurpose version of thermacare. She used thermacare about 8 hours per day. She previously used thermacare and with no problem. She previously used other heat products (heating pads) before switching to thermacare and with no problem. She attached adhesive to body. She wore thermacare about 8 hours. She did not engage in exercise while using the product. She didn't check until it started feeling bad and that's when she saw the blisters and took it off. She read the usage instructions on thermacare before you used the product. She put the heatwrap directly on her skin and did light housework and sat down. When the area started to feel bad she checked her skin and saw the blisters and removed the heatwrap completely. She saw the blisters and used neosporin to treat them. Everything was healed in about 4-5 days and she had some scarring. She did not consult a healthcare professional for the problem. She reported no testing after the burn. The action taken in response to the events of the product was unknown. The outcome of burn/blisters was resolved with sequal. The outcome of other events was unknown. As of 07dec2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "bad burn." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07dec2018): new information reported from the pqc group includes: suspect product trade name and product investigation summary results. Company clinical evaluation comment based on the information provided, the event of "burn blister, scar ring and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister, scar ring and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Burn/blisters [burns second degree], mild scarring [scar], didn't check until it started feeling bad [device use error]. Case narrative: this is a spontaneous report for a contactable consumer. This (B)(6) female consumer started to receive thermacare heatwrap (thermacare heatwrap) lot number t34850, expiration date jul2020, upc number: (B)(4), via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for alleviate pain in hip. Medical history included high blood pressure, high cholesterol, atrial fibrillation (afib). Concomitant medications included medications for high blood pressure, high cholesterol. Consumer received a phone call regarding the recall on thermacare heatwraps and she had 2 boxes of the multi purpose heatwraps with 4 in each box. The product information was provided from the boxes she recently purchased. Consumer was burnt by one about 2 years ago (fall 2016) and it was a bad burn from the same type that she recently purchased. She did not seek medical attention and treated it herself with neosporin and gauze. She recovered with lasting effects: mild scarring. She classified her skin tone as medium. She did not have sensitive skin. She did not have abnormal skin conditions. She used multipurpose version of thermacare. She used thermacare about 8 hours per day. She previously used thermacare and with no problem. She previously used other heat products (heating pads) before switching to thermacare and with no problem. She attached adhesive to body. She wore thermacare about 8 hours. She did not engage in exercise while using the product. She didn't check until it started feeling bad and that's when she saw the blisters and took it off. She read the usage instructions on thermacare before you used the product. She put the heatwrap directly on her skin and did light housework and sat down. When the area started to feel bad she checked her skin and saw the blisters and removed the heatwrap completely. She saw the blisters and used neosporin to treat them. Everything was healed in about 4-5 days and she had some scarring. She did not consult a healthcare professional for the problem. She reported no testing after the burn. The action taken in response to the events of the product was unknown. The outcome of burn/blisters was resolved with "sequal". The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burn blister, scarring and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.